Event description:
Hamilton medical ag received the following incident description: the unit is showing technical fault tf: 5507.

Manufacturer narrative:
Tf 5507 indicates leaking / defective mixer valves. All calibration including mixer valve test was performed.